Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a period of approximately 3.5 hours when cgm glucose was above range. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by increased correction insulin dosing from the ilet in response to the hyperglycemia coupled with the user's activity.

Event description:
On 10/9/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user experienced a severe hypoglycemic event around 7 pm that required assistance from their wife, who administered baqsimi. The user's wife found them in the bathroom "out of sorts" and sweating profusely. After receiving baqsimi, they proceeded to eat dinner, and ems was not called. The user's blood glucose was reportedly in the 20s mg/dl during the event. Prior to the low, the user had been running slightly high and had come home from work where they had been active, possibly contributing to the low. The user is unsure of the exact time frame for the low and was uncertain if any additional treatment besides baqsimi was used.